Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Serial numbers provided for unknown side: left side - (B)(4), right side - (B)(4). Reason for reoperation: deflation.

Event description:
Patient reported unknown side "one of implants seemed to be deflating." Device remains implanted.